Event description:
Complainant alleged that the clinicians were attempting to cardiovert the heart rhythm of a patient (age unknown), but the display screen remained blank. The clinicians then obtained another device and successfully cardioverted the patient's heart rhythm. The complainant indicated that there was no adverse effect to the patient as a result of the reported malfunction.